Event description:
On (B)(6) 2013, it was reported that the user was experiencing issues with the keypad buttons. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue remained unresolved since the reporter was unable to troubleshoot.

Manufacturer narrative:
Follow-up #2 date of submission 11/14/2014.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 10/29/2014 with the following findings: the complaint could not be investigated due to an unrelated issue. The pump powered on with a blank display. The keypad was found to be intact; no peeling or lifting was observed. There was no evidence of keypad contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.